Manufacturer narrative:
Updated to reflect the information received on 2019-jun-14. Device code (B)(4) method code removed and (B)(4) added to reflect the information received on 2019-jun-19. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2019. It was reported that the patient slept for 10 to 12 hours on (B)(6) 2019. The patient noted that they never sleep more than 3 hours. The patient reported that they would wake up "drugged up beyond belief", throwing up everything, sweating profusely, and sleeping even more. The patient attributed this to a morphine overdose, stating that they are "being put into morphine overdosing" every 10-14 days. The patient noted that they had been having pump malfunctions every 7 to 14 days since (B)(6) 2019. The patient reported that they have a personal therapy management programmer (ptm) which they no longer use, but the issue is still happening. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable pump for intractable spasticity. The pump was currently administering the following mediations: clonidine (concentration 1200 mcg/ml, dose rate: 801 mcg/day), bupivacaine (concentration: 15 mg/ml, dose rate: 10.013 mg/day), baclofen (concentration 1500 mcg/ml, dose rate: 1001.3 mcg/day), and morphine (concentration: 12 mg/ml, dose rate: 8.010 mg/day). It was reported that the patient had a pump refill (B)(6) 2019 and the last thing the patient remembered was friday night at 8 pm, then the patient blacked out until saturday morning at 8:15 am ((B)(6) 2019). It was further noted that then the patient felt drugged up beyond belief and was throwing up and couldn¿t even drink water. Their heart rate was also low, and they had to call 911. The paramedics came, but it was noted that the patient was sick of hospitals, so they didn¿t go. The drugged up feeling finally wore off at 5 or 6 pm on saturday. It was noted that his refill was "just a straight refill, they didn¿t change anything. The patient had only used a bolus once or twice since then. The patient didn¿t currently feel this way, but he hasn¿t given himself a bolus since this happened as he was afraid to use a bolus. Since the patient wasn¿t giving himself his normal boluses, and he normally gives himself about 3 a day, at first, he was getting withdrawals. Regarding the patient having started feeling withdrawal, it was clarified that he was not really having withdrawal, but it was just that their pain was worse because they were not getting the same amount of medicine, so they were having more pain". He says he is too afraid to give himself a bolus. It was being considered if the priming bolus recall could be the reason that this was happening. The field action was reviewed at the time of the report and the patient was to follow-up with their healthcare provider (hcp) to see if this field action was actually the cause. The patient was going to his hcp for follow up. No interventions were mentioned. The situation was being addressed by the patient¿s hcp. No further patient complications have been reported as a result of this event.